Manufacturer narrative:
The received device had the cannula assembly deployed and the needle failed to retract. An implementation of an enhancement to vision system to catch the presence and orientation of the cannula in the slide retract. The external soft cannula was bent at the tip of the formed needle. A small crack was found in the top housing, although this crack did not affect the function of the device. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not retract from the cannula as intended after activation. Pod was worn for 3 days before it was removed.